Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an intermittent failure of the device to power on. There was no patient involvement.